Manufacturer narrative:
The returned device was evaluated and the adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported failure to adhere event could not be determined. The pod was received with the soft cannula deployed. The pod data showed no errors that would indicate any issues with insulin delivery. Inspection of the patient history buffer (phb) data found that the algorithm functioned as expected with respect to the estimated glucose values (egv) from the continuous glucose monitor (cgm). During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage led to the reported events. Therefore, the cause of the reported leaking during wear event could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod adhesive had failed to adhere and the pod was leaking during wear. As treatment, the patient applied a new pod.